Event description:
See section h, number 6, adverse event problem for investigation findings and conclusions.

Event description:
The company was made aware on (B)(6) 2021 of a high impedance issue. The tined lead and neurostimulator (ipg) was replaced and the issue was resolved.